Manufacturer narrative:
The product was not returning for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that on (B)(6) 2013 her blood glucose history is as follows. There were no carbohydrate count or insulin dosages provided. Upon inspection, she noticed the cannula was bent and also looked longer than it normally does.